Event description:
The customer reported the device intermittently switches off. The field service engineer reported that review of the device diagnostic log indicated a vent inop due to power supply failure. The customer reported there was no patient involvement.